Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis. It was stated that the cannula was bent, and it has been there for a couple of days; her blood glucose was over 600mg/dl, and she was treated with an insulin drip. Troubleshooting was not performed as customer did not have the insulin pump at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.